Manufacturer narrative:
The fsr replaced the uas. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the ultrasonic air sensor (uas) immediately alarmed and failed to clear during verification testing. There was no patient involvement.